Manufacturer narrative:
Device is used for treatment, not diagnosis device is an unknown plate, quantity 1. Cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder

Event description:
A patient was scheduled for additional bone grafting. The patient was initially implanted with a pspc (patient specific plate contouring) number 2.5mm custom plate and six screws. The three posterior screws by the angle on the plate were fine. Of the three anterior screws, two unknown screws were dislodged and the last one was loose. The screws were removed and replaced and the procedure was completed successfully. This report is on an unknown plate. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
(B)(4): per further file investigation, it was noted, the facility questionnaire details received on 1/31/2014 indicated the unknown plate was reported as a 2.5 mm patient specific contouring plate (pscp) - matrix mandible plate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This reported event is for one 2.5 mm patient specific contouring plate (pscp) - matrix mandible plate. The device part and lot numbers remain unknown.